Manufacturer narrative:
The customer reported that the unit was giving a system failure screen message, and a long beep tone upon being powered up. The unit was evaluated at philips, and the failures were verified. Replacement of the control pca resolved the failures.

Event description:
The customer reported that the unit was giving a system failure screen message and a long beep tone upon being powered up.